Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a double beep no cassette / lens damage. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found liquid crystal display (lcd) lens is scratched. Functional testing found double-beeping on startup without test cassette installed. Upon inspection, the nub on the downstream occlusion (dso) sensor appears to be damaged. The root cause of the issue could not be determined. Replace damaged dso and lcd lens. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h4: device manufacturing date d4: model number.